Event description:
The customer reported frequent high ma errors during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hv supply regulators pcb, filament driver pcb, x-ray controller pcb, hv tank. System operates as intended. (B) (4).